Event description:
In 2006 a patient underwent repair of an abdominal aortic anerysm using the gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was successfully deployed, however, the proximal end of the device was not ballooned prior to the deployment of the contralateral leg component. When the "moulding balloon" was passed up the ipsilateral side it moved proximally and unintentionally obstructed the renhal arteries. A balloon was inflated into the contralateral side of the device and was used to reposition the graft infrarenally. The contralateral leg component separated from the trunk and was pushed into the aneurismal sac. A second contralateral leg component was successfully deployed. A final angiogram suggested a slight endoleak, type unknown. The patient's clinical outcome was excellent with no change in real function.